Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found a crack at the tip. Dimensional analysis found no deviations from print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a lack of grip between tool and pin, due to a crack on the instrument. No adverse events have been reported as a result of the malfunction.